Event description:
The patient came to surgery with pain in her hip due to a loose stem. After exposure, the liner was found to be broken. It was replaced as well as the stem.

Manufacturer narrative:
(B) (4). Evaluation summary: the fractured piece of the liner has been returned for evaluation. Eds analysis of the liner material showed a carbon peak in the spectrum, typical of (B) (4). The stem which was revised due to loosening has not been returned nor were any details (item number and lot number) provided. No x-rays were returned. This event might have been caused due to one or a combination of the following factors: excess patient activity; fatigue; head-neck impingement; non-recommended head/liner/shell/stem combination; incorrect orientation of the components. However, no definitive cause analysis can be performed with certainty. No CAPA is required at this time since it is not a confirmed product design or manufacturing issue. Evaluation: device history records indicate the liner was manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method. Review of the device history records was not possible for the stem as the product and lot numbers required for retrieval were unavailable.